Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2016-02820 / 02821 / 1825034-2012-01995 / 1825034-2013-02189 / 1825034-2013-02190). Device not returned by attorney.

Event description:
During a left hip revision, medical records reported difficulty in removing the taper insert from the femoral stem. It was also noted that the femoral stem was loose.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant - m2a magnum taper adapter catalog#: 139252 lot#: 510570, m2a magnum head catalog#: 157450 lot#: 420360, magnum trispike cup catalog#: us257856 lot#: 793470. Reported event was confirmed the review of medical records received. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.